Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 70 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "pacing parameters and success rates of permanent his-bundle pacing in patients with narrow qrs: a single-centre experience." Europace. 2019. 21, 763¿770. Doi:10.1093/europace/euy281. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding permanent his-bundle pacing. The article reports multiple patients implanted with a pacing leads which exhibited rising and high thresholds, gradually increasing impedance, and dislodgement. The status/ disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.